Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported by a hospital staff member that the customer had been hospitalized for blood glucose levels. Customer stated they suffered a heart attack and their device was not functioning due to the x-ray that was performed while hospitalized. Customer declined troubleshooting. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.